Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. An alarm was also noted in the alarm history due to a corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump seemed to not deliver insulin. She experienced high blood glucose levels. The customer was hospitalized due to a low blood glucose level and was in a coma for four days. The customer was readmitted with a high blood glucose level. She was not on the insulin pump during both hospitalizations. She was off the insulin for approximately 8 months. The customer was placed on insulin pens. In the alarm history two external error, a displayable history check failed on startup, and an unexpected restart alarms were found. The customer was currently off the insulin pump, since (B)(6) 2015, because she did not have any supplies. Her blood glucose level went up to 529 mg/dl on (B)(6) 2015. The high pressure test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.